Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient had the ams monarc hammock implanted on (B)(6) 2007, at the same facility by (B)(6), md. No further clarification provided. It is further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of vaginal sling on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, menorrhagia, dysmenorrhea and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopically assisted vaginal hysterectomy, left salpingectomy, cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on 8/26/2008 due to extruded/exposed pubovaginal sling. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, lso and left salpingectomy. It was reported that patient underwent excision of portion of sling on (B)(6) 2008 due to extruded exposed pubovaginal sling. It was reported that patient underwent implantation of monarc transobturator tape on (B)(6) 2008 due to urinary stress incontinence. No additional information was provided. (B)(4).